Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that upon explant of the implella, a blood vessel dissociation at the right cfa was noted. As a result, a stent was placed as treatment. No further information was provided.